Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial high rate (ahr) and ventricular high rate (vhr) episodes showed invalid data for their egms. It was noted that the egms cannot be obtained from the implantable pulse generator (ipg) programmer. The ipg remains in use. No patient complications have been reported as a result of this event.